Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove the residual air from the cartridge. Tandem technical support educated the customer that they need to complete the necessary steps to remove air from the cartridge. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.